Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.¿

Event description:
It was reported that a malfunction occurred after the pump was exposed to water. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.